Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 47, 114, 134 and 131 mg/dl. Tests were done within 10 mins. Pt was found to be using different fingers for testing, and is cleaning meter incorrectly. No further info has been reported.